Event description:
It was reported that about a year ago when the patient was on (B)(6) the pump went dry for 24 hours. At that time (B)(6) did not want to refill the pump. The patient¿s condition improved so a pump refill was authorized. The patient had been in a facility since (B)(6) 2012. Per the reporter, since the patient had been in a nursing home volume discrepancies have occurred. The actual residual volume was greater than the expected residual volume. Each time the volume was different and had increased over time. The patient¿s symptoms were stable. It was noted that when the patient first received the pump he was able to walk and the pain caused by the spasticity was reduced. A year ago when the patient¿s condition improved he still didn¿t move and was wheelchair bound. It was believed that the pump was probably still helping with the pain despite his limited mobility. The patient consistently had seizures that caused him to fall and he gets worse after each seizure. The seizures were due to a medical condition and unrelated to pump therapy.

Manufacturer narrative:
Product ID: 8709, serial# (B)(4), implanted: (B)(6) 2007, product type: catheter. (B)(4).